Event description:
It was reported that the device had reached elective replacement indicator (eri). The customer questioned the longevity expectation of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4). The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Performance data was collected from the device and analyzed. The primary save to disk analysis noted longevity and battery data depletion indicated elective replacement indicator (eri). Concomitant continued: 4193 implantable pacing lead: (B)(6) 2007. 4076 implantable pacing lead: (B)(6) 2007. (B)(4).